Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 600 to 800 mg/dl. Reportedly, the cause was insulin was not being absorbed into the customer's body. Bg was addressed via a manual injection. The customer was instructed to consult with their healthcare provider regarding bg level.